Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. The indication for implantation of transvaginal mesh in this patient was type 2 stress incontinence. The procedure: underwent transvaginal hysterectomy with left salpingo-oophorectomy, pubovaginal sling with pelvicol, paravaginal defect repair, ap repair, uterosacral colpopexy and placement of vaginal mesh under general endotracheal anesthesia. Complications post pelvicol implantation: the patient had painful sexual intercourse, discharge, urinary tract infections, abdominal pain, constipation, and chronic vaginal pain. Her mood and physical ability dropped tremendously. She also developed adhesions. First mesh (pelvicol) revision surgery: (B)(6)2013: underwent cystoscopy, urethrolysis, revision of scar tissue and removal of sling material, removal of foreign body from the bladder muscularis with repair and repair of cystourethrocele under general endotracheal anesthesia.

Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.